Event description:
Undersensing triggering device classified false termination of at (atrial tachycardia)/af (atrial fibrillation) event(s) at times and inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).